Event description:
The pt received two trial leads with the same lot number. It was reported the pt had effective stimulation and coverage after the trial procedure, but at the hospital reported numbness in his left leg. It was also reported the pt had some pain postoperative. The pt remained in the hospital overnight. Follow up regarding the issue found the pt's leads had been removed soon after the procedure. The pt was referred to another physician regarding the issue and underwent a decompressive laminectomy.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.